Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the provided devices were delivered in a contaminated condition. The components were decontaminated internally according to internal standards. Investigation: the available components were examined visually and microscopically. The case was also discussed with several specialists from the development department and specialists from the product management group. Only with repeated rotation in several directions with a lot of force was it possible to loosen the connection between the insertion instrument and the implant. The pocket in the implant (connection implant to instrument) show clearly visible material abrasions/damages on all 3 flanks. The working end of the insertion instrument also shows material damages. It was possible to readjust the error during the experiment/test. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is likely usage related. Rationale: according to the quality standard and device history record (DHR) files, a material defect and production error is improbable. At that we exclude a design related error because the market feedback is unremarkable on this matter. It was possible to readjust the error. It appears that the working end of the inserter was positioned in the pocket of the implant in an insufficient way by simultaneously using the hammer.

Event description:
It was reported that there was an issue with implant insertion. During a hip arthroplasty procedure, the implant and insertion instrument did not function together. It was noted that the insertion instrument did not detach from the implant. There was no patient harm or surgical delay. Another implant and instrument were used instead. Associated medwatches: (the implant and inserter were reported separately).